Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came into the emergency department with blood pressure issues. It was determined the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The right ventricular (rv) lead exhibited t-wave oversensing (twos) and increased counts to the sensing integrity counter (sic). The patient had been non-compliant. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.